Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is turning on and off. There was no reported patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that that the device is turning on and off. Review of error log shows ¿motor drive off post¿, ¿pump motor drive phase b post¿, and ¿check clutch/plunger lever¿. Review of 12-month service history found no relevant records. Visual and functional testing was performed. Unable to duplicate customer reported complaint. Device powers on with power-up test and passes syringe testing without powering off.